Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with coca cola colored urine and power spikes that were noted within the lvad history log. Lactate dehydrogenase yesterday was 589 u/l, and the previous weekly check it was 521 u/l with inr of 2.15. Other labs and an echocardiogram were being performed, but the results were not reported. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 15 inches from the pump housing and the distal portion was not returned. The sealed inflow and outflow conduits were not returned. The outlet elbow was attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like deposition loosely seated in the inlet stator, adjacent to the inlet bearing cup. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period while the pump was operating. Visual inspection of the rotor revealed a tissue-like deposition adhered to the rotor body. The deposition was found occluding a rotor vane. The deposition's lack of laminated layering indicated that it did not develop at this location. The deposition was denatured, indicating that is was present while the pump was supporting the patient. However, the origin of the deposition could not be conclusively determined. Although a specific cause for the development of the depositions and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated ldh. Additionally, the depositions could have created additional resistance to the spinning rotor, thus potentially contributing to the elevations in pump power captured in the log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline (dl) did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.